Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient "has blisters and burn marks every time they have used the device. The patient also alleges there are yellow stains in the chamber, and it needs replaced, and the device has a strange, burning, electrical odor." There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient.  The device was returned to the manufacturer¿s product investigation laboratory (pil). External examination observed a green/yellow contaminant on both flip doors and around the air inlet. Pil also observed a yellow discoloration on the iso port. Device booted successfully and provided airflow using a known good dc power supply and ac cord. Pil retrieved the error log with contained 0 errors. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 949.7 machine hours were logged. Care orchestrator data was unavailable. Pil used the fitt (foam integrity test tool) took per fitt document (B)(4) to test the sound abatement foam for degradation and breakdown. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation. Pil is unable to assess the symptoms described in the complaint.